Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 53 mg/dl. Customer stated that they was off of auto mode feature for 6 hours. Customer was treated with 15 grapes and six saltines. Customer stated insulin pump did receive a calibration not accepted alert. Assisted in performing test on transmitter and it was passed. The device will not be return for analysis. Ozp-mmt-7020-snsr, frn-mmt-332-rsvr, unomed inf set.